Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after implant, the atrial lead exhibited rising capture threshold. Lead revision was performed on (B)(6) 2018, but the capture threshold still exhibited high capture thresholds. The lead remained in use and the stable patient would continue to be monitored.